Event description:
The customer reported failed preventive maintenance.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 (B)(4) for test failure which does not correlate to the customer reported issue.

Event description:
The customer reported failed preventive maintenance.